Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: side of the reservoir tube lip and retainer ring chipped off, indents in the keypad overlay as well as the case. The pump was received without a battery cap. After battery installation, a blank display was noted. Unable to upload using thus due to the blank display. The case was cut open. While separating pcba2 from pcba1, it was noted that the pcba1 j4 connector detached from the board and was stuck in the pcba2 j1 connector. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of a crack in the case was confirmed during testing. The blank display is due to the detached pcba1 j4 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in pump case. The event involved products mmt-1712kl. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1712kl was returned for analysis.